Manufacturer narrative:
The month the complaint was received by manufacturer was incorrectly entered as june. The correct month is july. Field g3 is corrected.

Event description:
The original surgery date was (B)(6) 2025. Subsidence and proud screw observed during post surgery exam.

Manufacturer narrative:
Only one device identifier (hibcc) is known for this report: (B)(6). There is no revision surgery scheduled and patient is being monitored by physician. No definiitve conclusions have been reached to date.